Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the tissue pad was detached off. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information received on 8/21/2009 - affiliate stated, "the tissue pad was detached off when the nurse wiped the blade outside the patient. Therefore it didn't fall into the patient. No piece was left in the patient."